Event description:
The initial reporter stated they received discrepant results for 7 patient samples tested with cysc2 tina-quant cystatin c on a cobas 8000 c 502 module. Refer to the attachment for all patient data. Some of the initial values were reported outside of the laboratory. It is not known which samples had initial values reported outside of the laboratory. For one of these samples, the physician asked for a repeat of the sample. The cystatin c reagent lot number was 59712301, with an expiration date of 31-aug-2023.

Manufacturer narrative:
Upon review of the alarm trace, there were recurring abnormal sample aspiration errors. This could indicate a possible issue with pre-analytic sample handling. Quality controls were within range, however, there were jumps in recovery around 05-may-2022. The field service engineer determined the gear pump head pressure was insufficient. The issue was resolved after replacement of the gear pump head and correcting the pressure. The investigation determined the service actions resolved the issue.